Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent fracture occurred. A 5.0mmx15mmx150cm express vascular sd was selected for use. During stent implantation, it was noted that the anterior segment of the stent was broken. The procedure was completed with another of same device. There was no patient complication as the result of this event, and the patient was stable post-procedure.

Event description:
It was reported that stent fracture occurred. A 5.0mmx15mmx150cm express vascular sd was selected for use. During stent implantation, it was noted that the anterior segment of the stent was broken. The procedure was completed with another of same device. There was no patient complication as the result of this event, and the patient was stable post-procedure. It was further reported that the target lesion was 85% stenosed, moderately tortuous and mildly calcified. The device was removed normally with guiding catheter.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. (B)(6).